Event description:
This report is to advise of a leak noted during analysis.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fiber 3 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. The device did not meet specifications during an occlusion test due to a dried blood like substance noted within the tip assembly, irrigation tubing, and deflectable shaft. Further investigation determined the pi irrigation tubing detached from the metal irrigation tubing, consistent with the fluid ingress and loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the detached irrigation tubing was determined to be supplier related. Abbott is continuing to monitor the reported issue.